Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: litigation alleges that the patient continues to experience harm and damages. Doi: (B)(6) 2008 - dor: (B)(6) 2008 (metal liner). Dor: (B)(6) 2012 (poly liner/head)(right hip). Update 5/4/2013- pfs and medical records received. Operative notes indicate that the patient suffered from a loose stem and sleeve. It is additionally alleged that the liner was loose within the cup. An unknown stem and sleeve have been added. The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. Medical records were received and reviewed by the depuy legal nurse. From a medical perspective, based on the information available, it is unlikely the complaint is product related. Any total joint arthroplasty has a risk of failure that is due to a combination of unknown factors that include patient factors, surgical process and surgical technique. In this case it appears the surgical technique and placement of the components may have contributed to the multiple revisions. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient continues to experience harm and damages. Update: (B)(6) 2013 - pfs and medical records received. Operative notes indicate that the patient suffered from a loose stem and sleeve. It is additionally alleged that the liner was loose within the cup. An unknown stem and sleeve have been added. Update: (B)(6) 2014 - upon medical record review by a medical professional, it was determined that the cup was loose also. The cup has now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
UDI: (B)(4).